Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Pt identifier, age/date of birth, sex: change from na to unk. Asp investigation summary: the investigation included a review of the device history record (DHR), concomitant product evaluation, visual analysis and system risk analysis (sra). The DHR was not reviewed as the lot number was not available. The concomitant product sterrad 100s was evaluated and a corrective maintenance was performed. It is unknown whether or not this is related to the ci tape not changing. However, the customer stated they are no longer have problems with the ci tape changing. The product was not returned; therefore, no visual analysis was performed. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The assignable cause of the issue could not be determined at this time as the lot number was not available and product was not returned. The issue will continue to be tracked and trended.